Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar. During the preparation, air leakage was detected from the introducer needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar. During the preparation, air leakage was detected from the introducer needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle was returned for evaluation, and one photo was provided for review. Visual, microscopic and functional evaluations were performed on the returned device. The photo shows a package containing introducer needle, tunneler, dilator with a peel-apart sheath, catheter, j-tip guidewire loaded into a guidewire hoop and adhesive bandages. No anomaly can be noted. Cracks were noted within the introducer needle hub. Upon infusion, leaks were observed from the introducer needle hub. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.